Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: data in the black box for the date of complaint was overwritten due to continued use. No loss of prime during investigation. Force sensor calibration reading was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting loss of prime warnings. The reporter confirmed that the pump had not lost power, no related alarms, and the cartridge was being used according to the instructions for use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4). Device evaluation: the device has not been returned; a retained sample was pulled and evaluated by product analysis with the following findings: there were no defects observed with the cartridge upon inspection. A fill test was successfully completed with no air bubbles formed during filling. A leak test was performed with no leaks observed. A cartridge force test was performed and confirmed that the forces were within specifications.